Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site called in about issues with the second arm during a procedure. The second arm was disabled, and the procedure was not continued with three arms. Initial troubleshooting involved attempting to swap the related controller component, but it was found to be on a different software level and could not be used. The site then switched to an alternate approach, and the second arm remained down and unusable. Remote troubleshooting then involved reviewing logs, which showed multiple fault codes 25730, 23098, 32114, 25733, and 31199 associated with the second arm module. The procedure was completed with no reported injury.